Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a percutaneous transluminal angioplasty (pta) procedure using the unknown pta balloon catheter. During the procedure, the catheter balloon could not deflate. Attempted removal of catheter on the ward unsuccessful due to balloon not deflating. The patient required a general anesthetic and needle inserted via the vagina through to the bladder in order to pop the balloon. Catheter was unable to be removed, and patient required a second anesthetic. During the second anesthetic the patient experienced bronchospasm and due to this bronchospasm, the anesthetic was prolonged. Patient also required a needle inserted via vagina in order to pop the balloon. The catheter was then able to be removed. The current status of the patient was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, e, f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient underwent a percutaneous transluminal angioplasty procedure using the unknown pta balloon catheter. During the procedure, the catheter balloon could not deflate. Attempted removal of catheter on the ward unsuccessful due to balloon not deflating. The patient required a general anesthetic and needle inserted via the vagina through to the bladder in order to pop the balloon. Catheter was unable to be removed. During the second anesthetic the patient experienced bronchospasm and due to this, the anesthetic was prolonged. Patient also required a needle inserted via vagina in order to pop the balloon. The catheter was then able to be removed. The current status of the patient was unknown.

Event description:
It was reported that a patient underwent a percutaneous transluminal angioplasty procedure using the unknown pta balloon catheter. During the procedure, the catheter balloon could not deflate. Attempted removal of catheter on the ward unsuccessful due to balloon not deflating. The patient required a general anesthetic and needle inserted via the vagina through to the bladder in order to pop the balloon. Catheter was unable to be removed. During the second anesthetic the patient experienced bronchospasm and due to this, the anesthetic was prolonged. Patient also required a needle inserted via vagina in order to pop the balloon. The catheter was then able to be removed. The current status of the patient was unknown.

Manufacturer narrative:
The reported event is inconclusive. Visual evaluation noted received 1 all silicone foley catheter. Upon visual inspection inflation portion of catheter was cut off and not returned. Dissected catheter balloon and perforation notch meets specifications for vs3041o rev 10. It also met specifications for (B)(4) rev 5 as 0.025 pin gauge fit within notch with no difficulties. Since the pcn of the returned sample is unknown, perforation notch was checked with (B)(4) rev 10 (perforation notch specifications for 3 way catheter) and (B)(4) rev 5 (perforation notch specification for 2 way catheter) to make sure it meets the specification for both types of silicone foley catheters. However, as the inflation portion of the catheter was not returned, the returned sample cannot be tested for inflation and deflation capabilities. Therefore, the reported event is inconclusive. Material number of received sample is unknown however as a portion of a silicone foley catheter was received dfmea ra0301351 rev 7 is applicable towards this investigation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Labelling review is not required as the material number is unknown. DHR review is not required as lot number is unknown. Correction: e, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.